Manufacturer narrative:
H3 other text : serviced by third party service center.

Event description:
The manufacturer received information alleging a respiratory was not working. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log that confirmed a ventilator inoperative event occurred. The device's main board was replaced to resolve the issue. The air inlet filter will be replaced for preventative maintenance. The blower must be replaced to address an additional shutdown error found in the error log. The device was serviced and passed inspection testing.